Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4) .

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer stated their blood glucose rose to 1007 mg/dl. The customer reported they were dry heaving, vomiting and had diarrhea from their high. The customer stated they were admitted into the intensive care unit and later released. The customer also reported they were unable to connect the sensor to the insulin pump. The customer declined to return the insulin pump for analysis.